Event description:
Customer reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any future time discrepancies. The customer understood and acknowledged the instructions.